Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that while disposing of a carton of architect wash buffer concentrate, a staff member was splashed in the eye with buffer remaining in the container. The staff member was not wearing any personal protective equipment at the time. The customer used the eye wash station in the lab and then visited the urgent care facility at the royal eye infirmary. The ph of the eye was slightly elevated so the eye was cleaned thoroughly with a 0.9% saline solution and the ph returned to normal. A physician commented that there had been some irritation but could not be 100% certain if was caused by the splashed liquid. The staff member was given an anti-infection cream, which was applied to the eye for three to four days and then discontinued. The customer has had no further issues. She was issued a pair of goggles. There is no further impact to the staff member's medical care reported.

Manufacturer narrative:
An abbott cross-functional team reviewed product labeling and complaint activity for the issue at hand. The team agreed that the issue described in this complaint was caused by abnormal use of architect concentrate wash buffer list number: 6c54-88. Per this commodity's material safety data sheet, the wearing of personal protective equipment is required: p280 wear protective gloves/protective clothing/eye protection. For the eyes: no adverse effects expected when used as directed. The complaint trending report review determined that there was no non statistical or adverse trend for the complaint issue for the product lot. The safety data sheet (sds) for the architect concentrated wash buffer (6c54) contains information to address the current customer issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Use error caused the issue as the customer did not follow the safety instructions. A systemic issue and/or product deficiency was not identified.